Manufacturer narrative:
Eitan medical requested additional information about the event from the customer and the pump and event log for investigation. To date, none were received. When received, the investigation findings will be detailed in a follow-up report. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k192860.

Event description:
This complaint was reported by a customer from france. A delivery issue was reported. It was reported no human harm occurred during this event. No medical intervention was reported. The type of drug during the event was not reported. Since the likelihood of causing or contributing to death or serious injury could not be determined due to insufficient information about the type of drug involved, the complaint is being reported out of an abundance of caution